Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt. The complaint was confirmed for a broken front left leg due to the missing snap button. The underlying cause could not be identified.

Event description:
The consumer stated the adjustment lock on the front left leg did not lock into place and it broke. No injury was reported.